Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting no delivery alarms again. They had previously performed troubleshooting for no delivery alarm. The customer had changed the infusion set several times. The customer¿s blood glucose during the incident was 200 mg/dl. Troubleshooting was performed. The infusion set, reservoir, and insulin were being changed every 2 days. The tubing was not bent or kinked. The insulin pump will be returned for analysis.